Event description:
A cusa excel console was reported to have leaked in the operating room during a procedure. The surgery was delayed 2.5 hours and there was no patient injury or death. The reporter was unable to provide any further information such as catalogue number.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.